Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited inadequate capture. Subsequent chest x-ray imaging confirmed atrial lead dislodgement. The physician elected to reposition the atrial lead. After the reposition, the atrial lead was connected to the pacemaker; however, high pacing impedance was observed. The elevated impedance was due to inadequate lead insertion into the pacemaker header. As a result, the physician decided to replace the pacemaker. The pacemaker was explanted and replaced. The original atrial lead was retained and reused on same procedure on (B)(6) 2026. The patient was in stable condition.